Event description:
The customer reported that the ventilator display went blank, and the ventilator shut down and alarmed during use on a pt. The customer reported there was no pt harm. The device was equipped with a backup battery, and on power up the ventilator had displayed an alert message 'backup battery not connected.' The user had configured the ventilator to confirm that the backup battery is connected each time it is powered on. Evaluation of the ventilator's diagnostic log history noted the 'backup battery not connected' alert occurred during several power on conditions by the user. The manufacturer's service technician reported during testing, when the ventilator was running on ac power, and it was discontinued, the ventilator would shut down and not transition to backup battery power. The service technician replaced the backup battery and the main pcb board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na